Event description:
The customer contact reported during testing at the user facility, the device would not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field svc engineer (fse) performed testing and investigation at the user facility. During testing, the pt pendant was not responsive when pressed. The fse replaced the pt pendant assembly and each test was completed within specification. The probably cause was due to a broken pt pendant. This report represents all the info known by the reporter upon query by hospira personnel.